Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori lab/demo, they started a tka case, plugged in the real intelligence robotic drill, unlocked the drill, received critical drill error and got booted from case. So, they went to drill diagnostic, tried to unlock the real intelligence robotic drill and got some sounds. In addition, they were not able to insert the burr nor pushed the carriage back with burr, tried again and was no movement inside the drill. The ri robotic drill attachment and real intelligence robotic drill tracker are stuck on the real intelligence robotic drill. They tried to get the attachment off with vice grips with no luck. Then, tried rebooting, and had no luck. The lab/demo was performed, using a s+n back-up device. There was no patient involvement.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.